Manufacturer narrative:
While there is apparently no report of injury in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event, it was reported that a x-smart dual apex locator did not function properly; event outcome is unk as of this report.